Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where multiple storage space drawers failed, including the main and auxiliary units, specifically auxiliary 2.1-pocket e1 and main drawer 1.1. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. The field service engineer replaced drawer 1-1 retractor band and keyboard cover to resolve. The system functioned as intended after the field service engineer repaired the device.